Manufacturer narrative:
H10 - the log files for the period covering the events of the report were verified to be intact and confirmed that the settings specified in the complaint were correctly entered into the pump with no discrepancies found. The log files were examined for evidence of any unexpected error or alarm with none found. The log files were examined to determine the start and stop times for line b to calculate the actual drug delivery quantity based on elapsed operating time in hours and the specified dose of 26 ml/hr: (1) on 07/13: (2) at 3:24 am, line a was programmed to deliver 125 ml/hr for 7:36 hr:mm (programmed time) which would be a vtbi (volume to be infused) of 950 ml, out of a 1000 ml bag of IV fluid (3) at 5:11 am, line b was programmed to deliver 26 ml/hr for 3:27 hr:mm (programmed time), which would be a vtbi of 90 ml, out of a 104 ml bag of zosyn. (A) between 5:11 am and 10:00 am, the pump had delivered 90.4 ml (elapsed time: 4:49:01 hr:mm:ss considering stops and delays). (4) from 10:00 am to 3:05 pm line b remained idle. (5) at 3:05 pm, the line b was programmed to deliver 26 ml/hr for 4:00 hr:mm, which would be a vtbi of 104 ml, out of a 104 ml bag of zosyn. (A) between 3:05 pm and 3:36 pm, the pump had delivered 12.6 ml (elapsed time: 31 minutes, considering stops and delays). (B) the total amount of drug delivered from 5:11 am to 3:36 pm was 103 ml (c) line b was not programmed for the rest of the day. (6) at 3:43 pm, the line a was programmed to deliver 125ml/hr for 8:00 hr:mm, which would be a vtbi of 1000 ml, out of a 1000 ml bag of IV fluid (a) between 3:43 pm and 6:36 pm, only line a was used, and pump was turned off at 6:37 pm. (7) on 07/14: (a) at 7:08 am, the pump was turned on in biomed mode. This is consistent with the bag not being changed at any point during the day (07/13). Based on the total operating time of line b (from 5:11 am to 3:36 pm), there was a total of 103 ml of zosyn delivered. A performance verification test was completed for the device. A delivery accuracy test was performed using the customer¿s settings, the pump delivered with no issues found. Based on the investigation, no failure mode in the infusion pump can be identified. The pump behaved normally, recorded no abnormal failure conditions in the logs, and performed to specification in all subsequent testing.

Manufacturer narrative:
The device has been received. The investigation is not yet complete.

Event description:
The customer reported a plum a+ pump that had d5w running at 125ml/hr and zosyn was connected to the b side of the cassette running at 26ml/hr. The nurse went in an hour later to check on the patient and the 104ml bag of zosyn was completely empty. There was patient involvement, but no harm reported.